Manufacturer narrative:
Customer indicates it has experienced cases with high and low iop. Customer was contacted to obtain more information on the product that was used. There is no sample available for evaluation. If more information becomes available this report will be updated.

Event description:
Customer reported low and high pressure valves in the past several weeks.